Event description:
The physician observed ventricular oversensing during the follow-up performed on (B)(6) 2014. The associated ICD implanted with the subject lead is a sorin ovatio dr, sn: (B)(4). Review of available patient files identified that the oversensing characteristics are suggestive of a probable lead issue.

Event description:
The physician observed ventricular oversensing during the follow-up performed on (B)(6) 2014. The associated ICD implanted with the subject lead is a sorin ovatio dr, sn: (B)(4). Review of available patient files identified that the oversensing characteristics are suggestive of a probable lead issue.

Manufacturer narrative:
(B)(4).

Event description:
The physician observed ventricular oversensing during the follow-up performed on (B)(6) 2014. The associated ICD implanted with the subject lead is a sorin ovatio dr, sn: (B)(4). Review of available patient files identified that the oversensing characteristics are suggestive of a probable lead issue.